Event description:
The patient was experiencing anterior knee pain so the patella was revised and the tibial bearing was swapped with a new one.

Manufacturer narrative:
Additional devices listed in this report:cat 5532-g-516 triathlon ps x3 tibial insert lot code unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.